Event description:
It was reported a pump alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due an empty reservoir volume. It was said the patient's pump had been alarming for over a year and was empty since (B)(6) 2012. The patient had a dye study in (B)(6) 2011 which showed catheter occlusion. The patient had symptoms of increased spasticity. The patient stopped using pump therapy the year prior to this report date due to some scarring around the catheter. Four days after this report date, it was reported the whole system was removed. The patient was then referred to another health care provider for re-evaluation. The pump was discarded by the hospital. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).